Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. UDI:(B)(4).

Event description:
It was reported that during service and evaluation, it was determined that the small battery drive device had intermittent operation and foreign substance/debris/cleaning. It was further determined that the device failed pretest for check function of the device, check the forward/reverse modes function, check the oscillation mode function, check the oscillation angle and check switching function forward/reverse in running mode. It was noted in the service order that the device was not working at full power after trying multiple batteries and attachments. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.